Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant. Prior to implant, the patient was in stable condition. No implant complications were reported. The night post-implant, after approximately 8 to 10 hours, the "patient experienced a sudden death." The cause of death was reported as cardiac tamponade.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient death one night post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The event was further reviewed by an abbott director medical affairs. The reviewer noted: the cause of death is procedure related due to a likely cardiovascular injury resulting in acute formation of a pericardial effusion with cardiac tamponade and resulting in a fatality. A review of the intra-procedure tee shows the talisman pfo occluder was straddling the aorta with indentation into the aorta by the left disc. It is conceivable that the indentation into the aorta progressed to a device erosion. Device oversizing in combination with malpositioning of the device may have contributed to this event." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, and the cine review, the cause of the reported patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient death one night post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The event was further reviewed by an abbott director medical affairs. The reviewer noted: the cause of death is procedure related due to a likely cardiovascular injury resulting in acute formation of a pericardial effusion with cardiac tamponade and resulting in a fatality. A review of the intra-procedure tee shows the talisman pfo occluder was straddling the aorta with indentation into the aorta by the left disc. It is conceivable that the indentation into the aorta progressed to a device erosion. Device oversizing in combination with malpositioning of the device may have contributed to this event." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, and the cine review, the cause of the reported patient death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was selected for implant. Prior to implant, the patient was in stable condition. The patient comorbidities included aortic bicuspid valve and moderate dilatation. The sizing of the defect was determined via echocardiogram. There were no complications with positioning the delivery system and/or the occluder during the procedure. No implant complications were reported. The night post-implant, after approximately 8 to 10 hours, the "patient experienced a sudden death." Transthoracic echocardiogram was performed, which showed a pericardial effusion. The cause of death was reported as cardiac tamponade.